Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient was not able to rest well and felt the device rate was set too high. Follow up with the physician's office disclosed the patient had been seen recently, and there were no reported issues with the device and no record of patient's symptoms. The device remains in use. No patient complications have been reported as a result of this event.